Event description:
Customer using accu-chek advantage system. Customer did back to back testing on the same meter with results of 87mg/dl and 228mg/dl. Location of testing was not provided. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek advantage system: meter, accu-chek comfort curve test strips lot#548738, exp date 02/28/2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.